Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2020-01738. Reference MFR. Report: 1627487-2020-04299.

Manufacturer narrative:
The event date is unknown. The patient's weight was unable to be obtained. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown, model: 3662, scs ipg, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2020-01738. Reference MFR. Report: 1627487-2020-04299. It was reported the patient was unable to set their ipg into MRI mode. In turn, the patient's scs system was explanted.